Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-10-04 h6: investigation summary customer returned (1) loose 1/2cc, 8mm syringe filled with approximately 20 units of a cloudy liquid in the barrel. Customer states that the needle clogged. The returned syringe was tested and was able to expel some of the cloudy liquid in the barrel without any observed defects. Customer states that the plunger jams during injecting. The returned syringe was tested and was able to expel some of the cloudy liquid in the barrel without any observed defects. A review of the device history record was completed for batch# 1032944. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h10.

Event description:
It was reported that bd veo¿ insulin syringe with bd ultra-fine 6mm needle experienced a case of difficult plunger movement, and a case of being unable to inject insulin. The following information was provided by the initial reporter: spouse of consumer reported plunger jams during injecting. With force the plunger folds over/bends. Spouse of consumer reported this same syringe needle clogged.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd veo¿ insulin syringe with bd ultra-fine 6mm needle experienced a case of difficult plunger movement, and a case of being unable to inject insulin. The following information was provided by the initial reporter: spouse of consumer reported plunger jams during injecting. With force the plunger folds over/bends. Spouse of consumer reported this same syringe needle clogged.